Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: oled monitor went black confirmed failure: aht-r-p2p loose components probable root cause: 1. Improper installation. 2. Video cables are not sufficiently connected to ensure video transmission 3.failure of edid negotiation 4. Failure of power supply 5. Failure or brownout of display voltage converter 6. User connects incompatible video source 7. Video source other than the one intended is selected for display 8. Damaged pins of hdmi / dvi connector 9. Open / short circuit failure between video connectors, tconn board and main board 10. Hard power switch on rear of display is in the off position 11. Failure / bug of scaler software 12. Incompatible cable used to connect video source to display 13. Cables have insufficient retention force 14. Cybersecurity event 15. Excessive usb current draw 16. Improper low voltage error setpoint the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.